Manufacturer narrative:
(B)(4). The pcu event log shows that heparin 25000unit/500ml was programmed as a non-weight based infusion on (B)(6) 2013 at 12;27 pm with a rate of 16ml/hr and a vtbi of 450ml. The infusion completed at 5:05 pm on 06/09/2013 and the device was channeled off. At 5:07 pm, heparin 25000unit/250ml was programmed as a weight based dose and the user entered 80.3kg for the pt weight. The dose was programmed as 12unit/kg/hr, which calculated the rate to 9.64ml/hr. The dose was changed eight times, with doses ranging from 12unit/kg/hr to 22unit/kg/hr. The device was in use at 1947 on (B)(6) 2013 and was not stopped or turned off. There were no logged events for this specific time, however, the event log does show the user changed the dose of the heparin infusion to 22unit/kg/hr at 7:36 pm. On (B)(6) 2013 at 10:09 am, heparin 25000/500ml was programmed using weight based dosing. The dose was entered as 16 unit/kg/hr, which calculated the rate to 25.7ml/hr. This infusion ran until the device was channeled off at 10:31 am.

Event description:
The customer reported a log review to determine whether or not a programming error occurred. The customer stated that on (B)(6) 2013 at 1947 "the pump may have been programmed for a heparin drip 25,000 units in 0.9% nacl 250 ml bag. (Rate 15 units/kg/hr x 80.4 kg. Admin amount: 1,206 units/hr), infusion rate 24.1ml/hr. This would have caused an under infusion due possibly to the wrong volume of the bag entered in the pump. The md said something did not make sense because the p was not reaching the intended goal for the pt/ptt level. Ptt was lower than expected. Intended infusion was not heparin drip 25,000 units in 0.9% nacl 500 ml bag." Add'l lab work was done but values were not provided. The customer asked whether the channel for the heparin drip was stopped or turned off on (B)(6) 2013 at 1947 and whether the nurse selected restore or programmed a new setting on (B)(6) 2013 at 1947. Although requested, no further pt or event info was provided.